Manufacturer narrative:
Additional narrative: patient information is unknown. The 510k: this report is for an unknown nail head elements: tfn helical blade/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date is unknown. Explant date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article sandifer, p. And et al. (2017) extent and morbidity of lateralization of a trochanteric fixation nail blade. Orthopedics, volume 40(5): e886-e891. (USA). The purpose of this article is to examine the incidence and risk factors associated with lateral helical blade migration and trochanteric pain with the trochanteric fixation nail. It will evaluate 3 issues specifically: the average radiographic lateralization of the helical blade; the percentage of pertrochanteric hip fractures that require helical blade removal or exchange because of symptomatic hardware; and the risk factors for reoperation as a result of lateralization. This retrospective study occurred between june 1, 2012 and december 31, 2015. The study involved a total of one hundred-forty-one (141) patients which were divided into two groups. Group 1 contained one-hundred-fourteen (114) patients in the asymptomatic group with a mean age of 69.4 years and group 2 contained twenty-seven (27) patients in the symptomatic group with a mean age of 64.1 years. Of the patients, 59% were women. The average length of follow-up was 202 days (range, 43-855 days). Complication ¿ - three (3) unknown patients in the symptomatic group required revision surgery for blade prominence. - one (1) unknown patient in the symptomatic group required revision surgery due to helical blade cutout. - one (1) unknown patient in the symptomatic group required revision surgery due to wound infection. This report is for an unknown nail head elements: tfn helical bladeand for one (1) unknown patient in the symptomatic group required revision surgery due to helical blade cutout. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is a single use device but was not reprocessed or reused. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.